Event description:
It was reported that the patient stopped using the device, stating it was not providing sufficient benefit and had become inconvenient. The patient mentioned experiencing ongoing hip pain after previously falling and impacting the implant site. An x-ray showed no fractures or lead displacement, but the area continued to ache. The patient also reported significant weight loss and that the implant appeared to protrude more. The patient was referred to the physician for further evaluation of the implant site. The were no clinical complications reported. The patient reported that the device had been helping with urinary symptoms. To address the reported issues, the patient increased the stimulation. The patient noted that they had lost 50 pounds and that the device now protruded more than before. The patient was advised to schedule an appointment with the physician for a more thorough assessment of the issue.

Manufacturer narrative:
Block d2b:product code: additional product code qon.block g4:premarket / 510(k) #: additional premarket/510(k) p190006.block h11:the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events pain and migration are defined in the product risk documentation. These event types have been accounted for in the analysis to support an acceptable risk benefit profile for the product. The event extrusion confirmed that the associated event illness (general) is also defined in the product risk documentation. These event types have similarly been accounted for during analysis to support an acceptable risk benefit profile for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient stopped using the device, stating it was not providing sufficient benefit and had become inconvenient. The patient mentioned experiencing ongoing hip pain after previously falling and impacting the implant site. An x-ray showed no fractures or lead displacement, but the area continued to ache. The patient also reported significant weight loss and that the implant appeared to protrude more. The patient was referred to the physician for further evaluation of the implant site. The were no clinical complications reported. The patient reported that the device had been helping with urinary symptoms. To address the reported issues, the patient increased the stimulation. The patient noted that they had lost 50 pounds and that the device now protruded more than before. The patient was advised to schedule an appointment with the physician for a more thorough assessment of the issue.